Manufacturer narrative:
(B)(4). One 7 fr x 20cm catheter was returned for evaluation. A visual exam was performed and it was observed that the distal luer hub was separated from the extension line. Microscopic inspection found that the separated end of the extension line was uneven and a section of the extension line remained inside the hub. The extension line was torn at the base of the luer hub. A device history record (DHR) review was performed on the catheter/distal extension line and did not reveal any manufacturing related issues. The report that the luer hub separated from the catheter was confirmed by visual examination of the returned sample. Microscopic examination determined that the end of the catheter extension line had a jagged appearance and a piece of the extension line remained inside the separated luer hub. It appears that the luer hub separation was the result of excessive force placed on the extension line causing it to tear. Since it was reported that the disconnection occurred when the patient was transferred from the bed to the stretcher, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the ring at the point of connection of the central line disconnected from the device when the patient was transferred from the bed to the stretcher. The central venous lumen placed in a femoral position had to be removed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the ring at the point of connection of the central line disconnected from the device when the patient was transferred from the bed to the stretcher. The central venous lumen placed in a femoral position had to be removed. The patient's condition is reported as fine.